Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) united kingdom alleging his onetouch ultra2 meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around the beginning of (B)(6) 2014. The patient reported blood glucose results of ¿11.9 mmol/l, 10.9 mmol/l, 7.2 mmol/l and 13 mmol/l¿ with the subject meter. The patient¿s usual blood glucose results are around ¿7-10 mmol/l.¿ the patient manages his diabetes with insulin (type/ amount not specified). Based on the alleged results, the patient reportedly increased his usual dose of medications (amount not specified). After, the patient claimed he felt low blood glucose symptoms of shaking. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/26/2014), the patient¿s meter has been returned on 9/15/2014 and evaluated by lifescan product analysis on 9/16/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.